Event description:
A small leak was found in the lipids tubing where the tubing inserts into the plastic near the luerlock.====================== health professional's impression======================a small leak was found in the tubing.